Event description:
Description from the customer: "customer stated that the hcu30 cannot cool the circulating water." (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). A maquet field service technician investigated the unit and replaced a defective actuator. The technician performed full functional verification and verified that the unit meets factory specifications.